Event description:
This implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern raised that the battery has depleted earlier than would be expected.